Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Additionally, the customer reported that the insulin gauge intermittently reflected 0 units when the customer attempted to bolus, indicating that an unspecified cartridge alarm had occurred. Blood glucose ranged from 243-499 mg/dl. System check with tandem technical support could not identify a source of the occlusion. Reportedly, customer completed a supply change and resumed insulin therapy.